Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon opening the package of the device it was noted that the balloon was already damaged as it was visibly broken. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6), block h6: problem code 2978 captures the reportable issue of balloon was visibly broken. Block h10: investigation result a visual examination of the returned complaint device found that the inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. No damages were found in the device. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole leak located near the distal end of the ro marker. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, set-up or the technique used by the physician during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon opening the package of the device it was noted that the balloon was already damaged as it was visibly broken. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.